Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) false negative patient result was obtained from a mgit instrument. The erroneous result was obvious to the customer since there was growth on solid media and the sample was from a known patient. There were no health impact or consequences reported. This is report 2 of 2.